Manufacturer narrative:
(B)(4). The patient was born on an unreported date in 1951. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The peritonitis was manifested by cloudy effluent. The cause of the event was not reported. On unreported date(s), the patient was treated with unspecified antibiotics (route, medication, dosage, frequency, and duration not reported) for the event. It was reported that the patient was ¿doing flushing every day and performing hemodialysis therapy¿ due to the peritonitis. It was not reported if the patient was recovering or was recovered from the suspected peritonitis. No additional information is available.